Event description:
Defibrillator (ICD) was explanted after 38 months of implant for elective replacement indicator (eri). The physician expressed dissatisfaction with regards to device longevity. The device was returned to guidant for analysis.

Event description:
Event description guidant reveived info that this implantable cardioverter defibrillator (ICD) was explanted after 38 months of implant for elective replacement indicator (eri). The physician expressed dissatisfaction with regards to device longevity. The device was returned to guidant for analysis.